Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. However, it is possible that patient related factors and progression of the underlying disease may have contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides specific patient population: "the safety and effectiveness of the magna ease aortic bioprosthesis model 3300tfx has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant; nursing mothers; patients with abnormal calcium metabolism (e.g., chronic renal failure, hyperparathyroidism); patients with aneurysmal aortic degenerative conditions (e.g., cystic medial necrosis, marfan¿s syndrome); children, adolescents, and young adults. " the IFU provides the following note: "bioprostheses should be used with caution in the presence of severe systemic hypertension or when the anticipated patient longevity is longer than the known longevity of the prosthesis." No corrective action is applicable to this case. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a valve that was explanted after an implant duration of approximately five months due to host tissue formation. As reported by surgeon, "grossly it appeared that the valve had significant encroachment onto the belly of all 3 leaflets with inflammatory tissue that resulted in leaflet tethering, loss of coaptation, and moderate to severe regurgitation. Did not look like any structural problem with the valve. It appears to be patient related rather than valve-related."

Event description:
The implant duration of this 29mm bioprosthetic aortic heart valve, implanted into the mitral position, was approximately four (4) months.

Manufacturer narrative:
Evaluation summary: heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect and 7mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 5mm near commissure 2, and leaflets 2 and 3 by 4mm near commissure 3. Host tissue restricted leaflet mobility and led to stenosis. Host tissue also caused the free margin of leaflets 1 and 2 to fold towards the outflow aspect resulting in a small gap at the central coaptation region. X-ray demonstrated that the wireform was intact. Additional manufacturer narrative: customer report of host tissue was confirmed, and report of regurgitation was visually confirmed due to folded leaflets. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received additional information through follow-up with the health care provider: per obtained medical records, post implant of the 29mm pericardial aortic valve, the patient had worsening ventricular function and developed worsening prosthetic valve regurgitation with a central jet. He went into complete heart block and required a dual chamber pacemaker. He was discharged and eventually readmitted. He developed significant hypoxemia, diastolic and systolic dysfunction and was treated with medications and then transferred to a higher level of care for further management. He was taken treated with high dose diuretics, inotropes, oxygen, and nitric oxide. He was poorly responsive to the treatment and was found to have a large left sided ¿pop-off¿ vein so he underwent device closure of a moderate sized left hemizygous vein with three amplatzer occlude devices. His oxygen saturations improved and he was discharged home with home heart failure treatment. He was admitted back to the hospital with worsening heart failure and due to being deemed a high-risk transplant candidate valve replacement was offered to try and improve ventricular function with anticipation of ECMO and possible lvad support. He was then taken for explant of the 29mm pericardial aortic valve. The explanted valve was replaced with a non-edwards mechanical valve. The patient was treated with ECMO support due to extremely poor ventricular function and poor cardiac output even with inotropic and pressor support. The patient was taken to the cicu in critical condition. The valve was returned for evaluation.

Manufacturer narrative:
Corrected data: mitral valve replacement not aortic valve replacement.

Event description:
The 29mm aortic valve that was implanted in the mitral position was explanted.